Manufacturer narrative:
This device was returned for analysis. Upon receipt, the lead under complaint was found cut approx. 9 cm distal to the is-1 connector pin. All fragments were returned for analysis. The analysis revealed multiple signs of wear along the fragments. In particular between 3 cm and 5 cm proximal of the lead tip the insulation was found rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue during the implantation period should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore, several cuts in the insulation were found which resulted most likely from the extraction procedure. Blood had penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this lead had noise, oversensing and pacing inhibition reported with high pacing thresholds. This lead was explanted and replaced.